Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided the device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Additionally, the complaint history review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the reported incomplete coaptation (intraprocedure) associated with the slda could not be determined. The reported off-label use (indication for use) associated with the use of a mitraclip cds with a tsgc on the tricuspid valve was due to user choice. The cause of the reported hemorrhage/blood loss/bleeding could not be determined. The reported image resolution poor was associated with difficult visualization. The reported patient effect of hemorrhage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Attachment: article titled, "transcatheter tricuspid valve edge-to-1 edge repair after heart transplantation: a single-center experience of a novel therapy"

Event description:
This is filed to report single leaflet device attachment (slda), requiring interventionthis article presents a case of a 67-year-old female who underwent transcatheter tricuspid valve edge-to-edge repair (t-teer) for treatment of symptomatic tricuspid regurgitation (tr). Patient had a prior bicaval heart transplantation (htx). In an off-label mitraclip procedure, two mitraclip were implanted posterior/septal. After deployment, single leaflet device attachment (slda) was observed in one of the clips. Another mitraclip was implanted posterior/septal to stabilize the slda clip. Major bleeding was reported during follow-up. Details are listed in the attached article titled, ¿transcatheter tricuspid valve edge-to-edge repair after heart transplantation: a single-center experience of a novel therapy¿.